Manufacturer narrative:
Other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the pump alarmed system failure. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other text: h3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection noted the device was in good condition with no physical damage. The tamper seals were not broken or removed. "Primary audible test" was found in the error history log (ehl). Functional testing was unable to duplicate the error. No problem was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The device was cleaned, calibrated, preventative maintenance and all functional tests were performed. Latest software version was downloaded.